Event description:
It was reported that there was a revision of a duracon ap insert from 1998. There was osteolysis behind the patella and revised both patella and insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.